Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
The resident was transferred from the bed. When the patient was lifted out of bed and transferred, the caregiver noticed something was wrong. However, he did not have time to react when the patient fell out of the device. It was notice that two sling leg clips were detached. As a consequence of the event the resident sustained head contusion and four broken ribs. The device was evaluated by arjo technician and no device malfunction was found.

Manufacturer narrative:
It was reported that the resident was transferred from the bed using a maxi move floor lift and arjo toilet sling. While lifting the resident from a bed, the caregiver noticed something was not right but it was too late and the resident fell out of the sling. The caregiver noticed that two sling leg clips detached. As a consequence of the event, the resident sustained a head contusion and four broken ribs. The arjo technician evaluated the lift and sling after the event. No malfunction was found that could contribute to the event. The sling clips were in good condition. The instruction for use for maxi move (001.25060 rev. 19) device contains information that: "warning: always check that all the sling attachment clips are fully in position before and during the lifting cycle, and in tension as the patient weight is gradually taken up." The sling clip was designed with a narrow slot to ensure a snug fit onto the spreader bar lug. Also, the mushroom-shaped lug on the spreader bar prevents the clip from inadvertent removal. When the tension is present during the transfer there is a downward force on the clips, ensuring the clips remain in the desired location on the lugs. Therefore the detaching of the sling leg clip in normal condition is unlikely. Following the facility staff statement, no manipulation of the sling or the resident in the sling was done that could affect the tension of the sling and lead to further detachment of the clip. The customer believes that this event was caused by user error. The resident should be transferred with a team of two caregivers but only one caregiver participates in the transfer. There was no sling and lift issue found during the inspection which might lead to the resident fall. Moreover, the caregiver's statement "something was not right" indicates that the sling might have been incorrectly used. The arjo floor lift and the sling fitted with clips were used as a system during the resident transfer. The clip of the sling detached from the lift spreader bar and from that perspective, the system did not meet its performance specification. The complaint was decided to be reportable due to reported sling clip detachment during transfer and the resident fall which resulted in serious injury.